Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported by the patient that the patient experienced pain in the chest and "trouble" with the device. Follow-up was attempted with the physician's office however no information could be obtained. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.